Event description:
The hcp reported the pt was experiencing intermittent episodes of withdrawal symptoms, including chills and an increase in pain. Twice, the pt was admitted to the hospital and treated with intravenous medications. After each treatment, the pt reportedly "felt fine". The first episode required the pt to be admitted to the hospital for "2-3 days". During the second withdrawal episode, the pt was admitted and the catheter was replaced. During the most current episode, the pt was instructed to take oral medications and come into the clinic. The hcp stated that there have "probably been more (withdrawals) over the last year since the pump was put in". The drug contained in the pt's pump is morphine (25 mg/ml) delivered at 3 mg/day. The MFR's device system registry revealed the pt's pump was explanted and replaced after 10 months implant duration. Add'l info has been requested, but was not available at the time of this report. See manufacturer's report #: 6000030200701590.